Manufacturer narrative:
G4:27jan2021; b4:28jan2021. H11: this complaint is not reportable as it was determined there was no malfunction and the battery was being replaced as part of the standard recommended maintenance schedule. Th field service engineer replaced the battery and the ventilator was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 31aug2020.

Event description:
It was reported the battery needs to be replaced. There was no patient involvement.